Manufacturer narrative:
As of 02/12/2018 aso evaluated unused returned product as well retained samples in addition to evaluate the biocompatibility studies and latex screening test.

Event description:
Consumer stated that she got rashes when she removed the product.